Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4), from (B)(6) 2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Quality control in order to monitor and evaluate the accuracy and precision of the analytical performance, controls should be assayed daily and after column replacement. Tosoh suggests running at least two levels of quality control material. The mean of one should be in the non-diabetic range (4-7% hba1c) with the second in the range of 9-12% hba1c. If the value of one or more control specimens is out of the acceptable range, recalibrate the system and rerun the controls before testing patient samples. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the fast retention time was due lot to lot variability between the biorad qc and tosoh qc.

Event description:
On (B)(6) 2018 a customer reported seeing fast retention time of 0.62 minutes (acceptable range is 0.57 to 0.61 minutes) on bio-rad quality controls (qc) with the g8 instrument. The customer reported that the filter was replaced, but the issue was not resolved. The tosoh technical support specialist (tss) advised the customer to adjust the flow factor from 1.08 ml/min to 1.10 ml/min in order to get the retention time within specifications. The customer stated that after adjusting the flow factor the retention time on qc was 0.60 minutes. On (B)(6) 2018 the customer reported that issue of fast retention time of 0.62 minutes on bio-rad qc continued, which caused a delay in generating patient results for hemoglobin a1c (hba1c). The technical support specialist advised the customer to run tosoh qc in order to bring retention time within specifications. The customer reported that after switching to tosoh qc the retention time was at 0.60. No further action was required. There is no indication of any adverse health consequences as a result of this event.